Manufacturer narrative:
Block a1: jgm000399837 , block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and the device was returned with the pouch sealed, indicating it was unused. Visual inspection confirmed that the device had not been opened or utilized. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, the device's pouch was sealed, indicating it was not used during the procedure. There is not enough evidence to determine that the reported event occurs due to a device problem. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
Note: this report pertains to third of three speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, it was noticed that the sutures in the bands were knotted. A second speedband superview super 7 was used, and the bands would not deploy. A third speedband superview super 7 was used; however, the bands still would not deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a1: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to third of three speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, it was noticed that the sutures in the bands were knotted. A second speedband superview super 7 was used, and the bands would not deploy. A third speedband superview super 7 was used; however, the bands still would not deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event.